Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and lot number is unknown. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient reports symptoms of eye pain and pressure and alleges an unspecified injury which resulted in corneal scarring. Good faith efforts have been made to obtain additional information without success; additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.